Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. One unused trima disposable set was received by terumo bct for investigation in relation to an alarm received during the tubing set test. Initial visual inspection confirmed both white pinch clamps on the needle line and the sample bag tubing line were noted to be in the closed position. The sample bag was not noted to be inflated upon receipt. Additionally, the yellow pinch clamp on the platelet additive solution (pas) tubing line was also noted to be in the closed position. The tubing set was loaded onto a trima device, all on screen prompts were followed, and attention was given when closing the sample bag pinch clamp to hear the audible click to confirm the clamp was fully engaged. All loading and disposable set test passed successfully, and the system reached the connect ac prompt screen. Corrective action: an internal CAPA has been initiated to evaluate the sidewall pinch clamp and air in the sample bag. Investigation is in process. A follow-up report will be provided. This report was filed beyond the 30-day timeframe due to an internal processing error. An internal CAPA has been initiated to address the issue.

Event description:
The customer reported that during the setup of the disposable set on the trima machine, they received an alarm "t3- error message 61, error code 325797". Upon inspection by the operator, it was found that the set was "impossible" to load even with closed clamps and the sample bag was filled with air. No patient (donor) was connected at the time of the event, therefore, no patient information is known. EU personal data protection laws are in effect for this event. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Correction: trima field action 35 has been initiated to notify all trima users of a potential safety hazard occurs if the system displays an alert and instructions are not observed and followed. Terumo bct is taking corrective action by reminding all users of the action to be taken to mitigate this risk. Alerts and instructions are presented to the operator if the sample bag inflates. Terumo bct instructs all trima users to provide supplementary training and to continue to use the trima accel system in accordance with the operator¿s manual. Root cause: specific root cause could not be definitively determined for this incident. Possible causes include: a clamp malfunction where the clamp skews to the side as it is closed, or the clamp does not fully occlude the tubing when closed due to interference between the clamp and the tube. Additional contributing factors could be related to user interface, where either the sample bag clamp was not closed at the system prompt or the clamp was closed but it was skewed on the tubing enabling a portion of the tubing to allow air to pass.